Event description:
It was reported that shaft break occurred. The patient presented with acute myocardial infarction. The target lesion was located in the distal left anterior descending artery.. A 2.0x15mm maverick balloon catheter was advanced for dilatation; however, advancing difficulties were encountered and the shaft was fractured. The device was removed and the procedure was completed successfully with another of the same device. No patient complications were reported and the patient's status was stable.